Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex sheath instructions for use, the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result. The dsf2233 is intended for use in vessels with a minimum diameter of 8.3mm.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing endovascular repair of a thoracic aortic aneurysm. A gore® dryseal flex introducer sheath was used for access in the left iliac artery. Upon advancement of the sheath, resistance was felt. Imaging identified a rupture of the left external iliac artery. Vessel diameters in the left external iliac artery were 6.4 mm ¿ 8.4 mm. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted to repair the rupture. The endovascular repair of the thoracic aortic aneurysm was not achieved.